Event description:
During an elective precutaneous coronary interventional procedure a cypher stent was deployed in the distal left circumflex artery (distal lcx). Following stent deployment, a dissection was noted proximal to the stent. This was effectively treated with the deployment of another cypher in an overlapping fashion.